Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for follow up, externalized conductors were observed. No electrical anomalies were detected. Patient will continue to be monitored with routine follow ups.